Event description:
A dislodged catheter occurred, and the patient was not receiving medication intrathecally. The catheter had "pulled out and pulled back to the pocket site." The issue was discovered upon the patient being admitted to a hospital for gall-bladder problems. A catheter revision occurred, in which the existing catheter was replaced and the pump was left in the pocket. The cause for the dislodgement was noted as unknown. The medication administered by the pump was not reported, however the patient received a dose of 1300 mcg per day. It was indicated that prior to the revision/replacement surgery, the physician had decreased the medication down to 100 mcg per day. The patient's outcome, nor any symptoms, were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).